Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "adm cup inserter, while putting the cup in, the impaction end broke off. In addition, the 52mm impaction head also broke. We then used the secondary impactor to finish inserting the cup with no issue."